Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 our affiliate in (B)(6) received an e-mail from a (B)(4) sales representative who reported the following: a patient (pt) purchased acuvue oasys lenses from an optical store. The pt reported to the optical store that on insertion the lenses "immediately felt a discomfort, insisted on use, and the next day after that during one day the pt's vision was completely impaired", the pt went to the eye care provider (ecp) the pt trusts (B)(6) 2015 and it is reported that the ecp told the pt that the lenses were with inadequate base curve. A call was placed to the pt and additional information was obtained as follows: the pt reported that he/she purchased the oasys lenses and received a trial pair of oasys lenses with the purchase. The pt reported that he/she "wore the trial pair during eight days without any discomfort. The pt reported that "after this 8th day he/she felt feeling of burning on the right eye, went to an eye care professional (ecp) that diagnosed that the lens was tightening the eye and prescribed 2 eye drops and an ointment (medication unknown). The pt reported that he/she used this during 5 days but the burning feeling was not much better, so the pt went to another ecp." The pt reported that the ecp diagnosed him/her with a corneal ulcer and prescribed vigamox q 1 hour until the next day. The pt reported that the "eye is now swollen, red, with a white spot." The pt reported that "it's difficult to open the eye." The pt reported that he/she discarded the product and also the blister." The lot # is unknown. On (B)(6) 2015 a call was placed to the pt and additional information was provided as follows: the pt reported that he/she does not have any ecp information. The pt reported that he/she returned to the last ecp last week and states "the eyes are fine and now they are perfect." No additional medical information is available. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.